Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the physician thought that scar tissue was providing the pocket discomfort. The eri is from normal use. The patient will be scheduled to have the device replaced and possibly relocated by the physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient complained of a painful pocket where the ins was located. The rep noted that there was no shocking in the pocket and it hurt whether the ins was on or not. The rep also reported that the patient had the elective replacement indicator (eri) initiated. There were no fall or other issues reported that could have led to the issues. The rep reported that impedances were greater than 3,600 ohms on electrodes 2 and 3 but the ins wasn¿t programming using those electrodes. The rep reported that the device was providing good paresthesia. The rep reported that the patient complained of having tingling in the feet when stimulation was turned off. The rep reported that the patient was to have the device replaced and possibly moved to another location or buried deeper per the healthcare provider (hcp). The issue wasn¿t resolved. No further complications were reported.